Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test. Unable to verify 5.0 units and 6.0 units bolus in download history file due to history file was over written. Insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No unexpected bolus delivery anomaly noted. Insulin pump had cracked case at display window corner.

Event description:
Customer reported that his insulin pump randomly delivers insulin over night without him programming it. The customer stated he had unprogrammed boluses between 2 a.m to 3 a.m of 5 or 6 units of insulin. He also found his insulin pump delivering him 1 unit of insulin last night. The customer suspended his insulin pump. Customer's blood glucose was 108 mg/dl. He also reported a crack above the display on his insulin pump. The customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.